Event description:
A physician reported a hakim valve (ID ns9008) was implanted due to communicating hydrocephalus via lumboperitoneal (lp) shunt on unknown date at unknown setting. Due to unchangeable setting and suspicion of obstruction, the valve was explanted and replaced with a certas via vp on unknown date. The new device was connected to peritoneal catheter. The patient¿s protein concentration may have been high since it was after the gamma knife treatment for acoustic neuroma which could have caused the obstruction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.